Event description:
The patient presented with swelling and redness around the surgical incision site. He was diagnosed with cellulitis of mild severity, which indicated that it had not interfered with the subject¿s normal functioning level in a significant manner. Surgical debridement of the skin was performed with a revision of the pump pocket. As of eight days later, the event had resolved without sequela. The device system was used to deliver sufenta, bupivacaine, clonidine, and prialt.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8711, lot# j0058171r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was later reported that the event was related to the procedure.

Event description:
It was clarified that the cellulitis was over the pump incision site. Additionally, the swelling and redness were around the pump surgical incisional site.